Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device displayed a white screen and unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface and system pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced parts at the product assessment center (pac) and the cause of the reported issue was determined to be due to corrupt memory on designator u2, on the user interface pcb assembly.

Event description:
A customer contacted physio-control to report that their device displayed a white screen and unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.